Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including on/off current testing and bench handling without duplicating the customer's report. An internal inspection found no discrepancies. The device will be recertified and returned to the customer once the repair estimate has been approved. No trend is associated with reports of this type.